Event description:
It was reported that the subject is enrolled in the (B)(4) clinical study. The subject underwent a revision of their primary stryker knee system on (B)(6) 2012 due to aseptic failure of the knee and failed femoral component.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.